Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed an insulin flow blocked. They were doing a bolus when the alarm occurred. They stated that the alarm had occurred three times and they had changed the set each time. During two out of the three occurrences, they had a bent cannula. The customer's blood glucose level during the incident was 400 mg/dl. The bent cannula occurred during the first day of usage. They were assisted with performing a 5 units fill cannula. They stated that the insulin exited. It was explained that there may be a possible site related issue or a site and set occlusion. The customer was advised to change the entire infusion system. The customer was advised the insulin pump was working as designed. The device will not return for analysis.